Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the pump was not taking the battery receiving failed battery test. Customer's blood glucose value was 340mg/dl. Customer did not have the pump to troubleshoot. Insulin pump will be returned for analysis.